Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument jammed and the staples did not close. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.